Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were removed from service during a lead revision procedure. During the procedure, the ICD header came loose from its case. The lead was tested with a replacement device, measuring a high out-of-range high shocking impedance. The lead was extracted, an attempt to implant a second defibrillation lead was unsuccessful; the helix mechanism could not be retracted. Another lead was implanted with a new ICD without further incident.